Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that during training, the customer inserted two sensor with which the transmitter did not blink after connection. The customer removed the sensors and both cannulas were shorter. Blood glucose at the time of the incident is unknown. The sensors will be replaced. The product will not be returned for analysis.